Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator that provided inappropriate therapy due to incorrect interpretation of the signal. Programming changes were made to resolve the issue. The patient was in stable condition.